Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included fibroids and benign essential hypertension. Concurrent conditions included urinary incontinence, uterine leiomyoma, uterus enlarged, uterine bleeding, dysfunctional uterine bleeding and endometrial polyp. Concomitant products included ethinylestradiol;levonorgestrel (trivora) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and zolpidem tartrate (ambien) since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain"), anxiety ("emotional anguish/ mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"), 15 days after insertion of essure. In (B)(6) 2012, the patient experienced dysplasia ("dysplasia") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (dilation and curettage, novasure endometrial ablation on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, anxiety, vaginal haemorrhage, depression, dysplasia and leiomyoma outcome was unknown. The reporter considered anxiety, depression, dysplasia, leiomyoma, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal bleeding most recent follow-up information incorporated above includes: on 19-jun-2019: plaintiff fact sheet and medical history were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, depression, dysplasia, leiomyoma and she did not undergo confirmation test. Medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.